Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with emerge balloon catheter. No patient complications were reported and the patient's status was stable.